Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert code 61 and subsequently experienced repeat alerts after a restart, after which the user was instructed to use backup therapy and the device was replaced. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated insulin delivery with use of backup therapy until a replacement device was obtained. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.